Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). Product is not expected to be returned for evaluation.

Event description:
It was reported the patient received the following results within 15 minutes: (B)(6) 2020 at 5:06 a.m. Received a 243 mg/dl on the guide me and a 111 mg/dl on the aviva. On (B)(6) 2020 at 6:05 a.m. Received a 246 mg/dl on the guide me and a 121 mg/dl on the aviva.